Event description:
It was reported that during a spinal procedure the motor device "worked intermittently." There was a two to three minute delay in surgery. A spare identical device was available for use. The surgery was completed successfully. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed which confirmed that the motor was damaged with an e2 error. Therefore, the reported condition was confirmed. This was due to improper handling and use. If additional information should become available, a supplemental medwatch report will be sent accordingly.